Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd alaris¿ infusion set had flow issues during use. The following information was provided by the initial reporter: "at first it was a question around minimum flow rates and now this pharmacist is stating they are having ¿issues with occlusions occurring in rates less than 2ml/hr run in a bag.¿ I have sent her a large amount of information on the alaris pump pressure settings and have also asked about their IV tubing setup or any additional components (connectors, filters, extension sets) to try and determine the cause for their issue." "We do have a nicu profile established but I see that the occlusion pump settings are set at the syringe and pump levels. What I see in our system is this: syringe module: occlusion pressure limit with disc (mmhg) 1000, occlusion pressure limit with no disc: med. Pump module: max occlusion pressure (mmhg) 525, default pressure (mmhg) 525".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there are issues with occlusions occurring in rates less than 2ml/hr run in a bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd alaris¿ infusion set had flow issues during use. The following information was provided by the initial reporter: "at first it was a question around minimum flow rates and now this pharmacist is stating they are having ¿issues with occlusions occurring in rates less than 2ml/hr run in a bag.¿ I have sent her a large amount of information on the alaris pump pressure settings and have also asked about their IV tubing setup or any additional components (connectors, filters, extension sets) to try and determine the cause for their issue." "We do have a nicu profile established but I see that the occlusion pump settings are set at the syringe and pump levels. What I see in our system is this: syringe module: occlusion pressure limit with disc (mmhg) 1000, occlusion pressure limit with no disc: med. Pump module: max occlusion pressure (mmhg) 525, default pressure (mmhg) 525."